Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (52 mg/dl). Reportedly, the customer "overcompensated for a bg level" by delivering too many boluses. Customer addressed low bg levels with food and glucose tablets.